Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due high pacing thresholds. Over the last six months. No additional adverse patient effects were reported.